Event description:
It was reported that the user required assistance removing pen needle while using the bd ultra fine¿ pen needle. There was no report of patient impact. The following information was provided by the initial reporter: spouse called in for assistance on how to remove pen needle from pen after a shot. Stated, no one in the hospital explained how to inject or remove pen needle from pen. Stated, his wife was recently diagnosed with diabetes and is new to shots. Stated, he wasn't sure if he was doing something wrong or there was a problem with pen needle. Assisted caller on how to remove pen needle from insulin pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.